Event description:
(B)(6) trueresult glucose meter on average reported blood glucose 50mg/dl lower than freestyle or when my glucose is checked at my doctor's office with a venipuncture. I verified this by getting my blood glucose taken at the physician office on two separate occasions. Both times it was about 50mg/dl lower with the (B)(6) glucose meter. Because of my insurance, I had to use the (B)(6) meter.